Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7300727. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample provided was reviewed for any non-conformances related to the device. During the review our quality engineers identified a needle cap missing and a large cut in the extension tubing. They further noted that the cut in the extension tubing had characteristics that indicate contact with a sharp surface or implement. A review of our manufacturing process could not identify any opportunities to create this type of damage during manufacture. Also, the missing needle cap could not be successfully attributed to the manufacturing process. There are currently the necessary controls are in place to identify and filter for this type of non-conformance. Engineering team was not able to duplicate the leakage and by the conditions as was received the other sample, the root cause cannot be determined for both samples.

Event description:
It was reported that after penetration successfully, the extension tube of a bd¿ saf-t-intima was leaked in the transfusion.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after penetration successfully, the extension tube of a bd¿ saf-t-intima was leaked in the transfusion.